Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a week post implant the right ventricular (rv) lead dislodged which lead to several inappropriate and painful shocks. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.